Event description:
The patient was receiving continuous renal replacement therapy with baxter healthcare prismax machine. The rn noticed effluent leaking from the small 1-liter bag of the auto effluent accessory kit. Immediately, the rn stopped therapy and replaced the crrt tubing (prismaflex extra corporeal circuit with filter, thermax blood warmer and auto effluent accessory kit. The replacement process delays therapy for at least 20 minutes. The fluid was leaking from the junction of tubing and bag (pictures available). The baxter rep will be removing all auto effluent accessory products with lot # 22h2901 and replacing with new products.